Manufacturer narrative:
Updated blocks: b5, h3, h6 and h9. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) heard a loud knocking noise inside the pump while tilting it after the pump was powered off. Upon opening, it was noted that the shaft was sheared off at the pump nut. He also observed washer, flat nylon washer, spring wave and snap ring had popped off of the motor mount stud. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during cardiopulmonary bypass (cpb) on (B)(6) 2020, the team had a pump that presented with a loud knocking noise. The information stated that the pump was exchanged out, but was unable to confirm with the clinician that it occurred during cpb or if it was exchanged out on bypass. Additionally, it was not known what location on the heart lung machine (hlm) the pump was positioned. The incident did not cause any harm. There was no delay in the surgical procedure, and there was no blood loss related to the incident.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump made a loud knocking noise. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.